Event description:
The clinician reports that the day the implant was placed in fdi 25 of the patient's mouth, failure occurred upon insertion. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.